Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error during self test. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed, and the pump error 63 alarm was able to clear, however the insulin pump was unable to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low-level failures alarms noted during testing; however, hardware low-level failures alarm confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly. (B)(4).